Event description:
Last friday afternoon we had an issue in a case where we opened approximately 5-6 sets and none of the integrators had turned successfully. Upon investigation, all affected sets had undergone sterilization, external indicators had changed, and all testing had passed. The only thing we could determine was there was some fault with the integrators. We¿ve sequestered all integrators with lot # sz092027. [Redacted date] per [redacted name]: ¿I am so sorry for the inconvenience this has caused. I have heard of a small number of integrators having this issue. If you have the samples, please squeeze where the pellet is supposed to be located. From what I understand, we had one machine that processed a small number of integrators without the pellet that creates the moving front. I will process a complaint for my lab to review. I will also send you a case of replacement product. I will have a label sent to you so you can return the samples to our lab. If it easier, I could pick up the samples when I am at your facility the first full week of january, and send them in. Again, I apologize for the issue your staff has experienced with this product." [Redacted date] per central sterile at [redacted name] "ref 1243r and affected lot is sz092027. I know the wp quality and safety team requested that the wpor team complete a safer, but I have not seen that come across my queue yet. We¿ve sequestered the product we have matching this lot # at both src and ysc." Manufacturer response for integrator, (brand not provided) (per site reporter) from rep email: I am so sorry for the inconvenience this has caused. I have heard of a small number of integrators having this issue. If you have the samples, please squeeze where the pellet is supposed to be located. From what I understand, we had one machine that processed a small number of integrators without the pellet that creates the moving front. I will process a complaint for my lab to review. I will also send you a case of replacement product. I will have a label sent to you so you can return the samples to our lab. If it easier, I could pick up the samples when I am at your facility the first full week of january, and send them in.